Manufacturer narrative:
Date of event exact date of each reported adverse event is unknown with currently available information, (B)(6)2017, the date this literature was published, is determined to be the date of event. A review of the manufacturing records for the device could not be conducted as item- and lot numbers of the device were not available. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
In a literature review, the following information was obtained: e, ito., et al (2017). "Endovascular repair of abdominal aortic aneurysm with highly angulated proximal neck: comparison of treatment results between excluder and aorfix." Journal of the japanese society for vascular surgery. From july 2011 to june 2016, the total of 28 patients with proximal neck angle greater than 90 degrees underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. Among those patients, the average proximal neck angle was 104 degrees, and the average proximal neck length was 33mm. In one patient, proximal type I endoleak with aneurysm enlargement (amount of enlargement is unknown) was revealed post initial implant procedure. Reintervention was performed, and this patient was implanted with an additional endoprosthesis to repair the endoleak.